Event description:
The following info was received from the affiliate: approximately three months following this procedure the pt complained of chest pain while on vacation. He was brought to the hosp where an emergency cag was conducted and thrombus was confirmed in the overlapping portion of distally implanted cypher stents in the left main and mid lad and stenosis was confirmed in the svg to the lad. To treat the stenosis, poba was conducted in the svg. The thrombus was not treated. A month later repeat cag was conducted at another facility and thrombus was not confirmed in the implanted cypher stents at the left main and mid lad. Therefore the occlusion was thought to be transient. The procedure was an elective case. The target lesions were the left main, mid lad, and proximal circumflex. The lesions at the left main and mid lad were concentric, bifurcated, cto and diffused lesion. Lesion type was c. Lesion at proximal circumflex was an isr, bifurcated, eccentric, diffused and flexion lesion, type c. The pt was previously treated for these lesion using four driver stents (driver 3.5mm and 3.0mm) and at the proximal circumflex (driver 3.5mm and 3.0mm) by y-stenting. For the lesions at the left main and mid lad, pre-dilation was conducted with a 2.0x20mm balloon at 10atm; inflation time is unk. A 3.0x33mm cypher stent was deployed at 16atm for 16-30 seconds. A second 3.0x33mm cypher stent was deployed at 16atms for 16-30 seconds overlapping the first cypher stent. Post-dilation was conducted with a 3.0x9mm balloon at 18atm. Inflation time unk. Ivus was conducted. Timi flow pre and post procedure was 0 and iii. The residual % of stenosis after the procedure was 25%. Act was not measured.